Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained: what does ¿suture detachment¿ mean? Did the suture break post operatively? Or was there suture extrusion? Please describe. --suture extrusion. The following information was requested, but unavailable: please provide the patient's weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were cultures performed? Results? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What does ¿suture detachment¿ mean? Did the suture break post operatively? Or was there suture extrusion? Please describe. Please provide the patient's weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were cultures performed? Results? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the surgery, the doctor sutured the patient's tendons and adipose tissue. After surgery, the patient's right lower abdominal wound turned red, with a small amount of local exudation and suture detachment. The patient had post-op inflammation and wound secretion. The doctor disinfected the patient's wound, cut and drained it, removed the suture, and the wound healed quickly.